Manufacturer narrative:
Customer called the MFR of the device on 12/4/06 to request a RMA to return the device for "slide is loose, plunger is moving." There was no mention of any adverse event. The device was returned to the MFR on 12/7/06. The pump was evaluated for the reported problem. The eval shows that a broken component (clutch spring) was causing the slide to move freely. This broken component would cause the device to go into an alarm status. The device was repaired and returned to the facility on 1/16/07. The facility then filed the voluntary medwatch on 1/24/07 which alleged an adverse event occurred in 2006 and was attributed to the broken component. Since the device has already been returned to the facility and repairs have been completed an adequate device eval for the reported adverse event is not possible.